Event description:
The flanged bearing in the cam lock of a ghs350 patient lift broke into three pieces. This event could result in inconsistent operation of the unit with potential injury to the user.